Event description:
Procedure: wedge resection. According to the reporter: the surgeon fired a 3rd load and it locked down on the tissue. The surgeon was not able to open the load. They opened another handle and load fired the 4th load and that load became locked as well. The surgeon was able to remove the 4th load off of the tissue. Then the surgeon continued the procedure with other loads and was able to cut around the locked down load removing it safely. The pt was reported as ok.

Manufacturer narrative:
(B)(4).